Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that the system with flap resistance and patches in the left eye of a patient, during cataract surgery. Surgeon was able to complete surgery but had difficulty doing due to too much resistance. There was no impact to the patient. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A manufacturing device history record review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. Service history was reviewed for the system. A service record relevant to the reported complaint was found. Service record was opened address the reported event. Per the service record, a company representative performed an on-site assessment and was unable to confirm or replicate the reported event. As a preventative measure, the company representative conducted cleaning, calibration, and spot size adjustments on the galvo system, identified persistent spot and mirror issues, and ultimately replaced the parts, then found the system to meet company specifications per service test procedure. The customer reported flap resistance and patches. Based on the information available, the customer reported event cannot be confirmed. Based on the information available, the customer reported event cannot be confirmed. The manufacturer internal reference number is: (B)(4).